Event description:
It was reported that patient experienced an allergic reaction. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted. During the procedure there were no issues noted. The procedure ended and protamine was administrated to the patient to reverse the heparin that had been administered. After the procedure the patient become hypotensive and pulseless electrical activity (pea) was noted on the monitor. Cardiopulmonary resuscitation and emergency drugs were administrated to the patient. The patient became stable enough to extubate and transfer to the recovery area. Upon further communication with the physician, it was noted that this particular incident was thought to be an anaphylaxis reaction to the protamine administrated. An echocardiography and xray were performed and everything matched the original baseline. The closure device was still in place and no effusion was noted. The physician expects a full recovery based on the patient current status. The patient was already discharged.

Manufacturer narrative:
H6: patient code e0602 cardiac arrest added per surpass data.

Event description:
It was reported that patient experienced an allergic reaction. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted. During the procedure there were no issues noted. The procedure ended and protamine was administrated to the patient to reverse the heparin that had been administered. After the procedure the patient become hypotensive and pulseless electrical activity (pea) was noted on the monitor. Cardiopulmonary resuscitation and emergency drugs were administrated to the patient. The patient became stable enough to extubate and transfer to the recovery area. Upon further communication with the physician, it was noted that this particular incident was thought to be an anaphylaxis reaction to the protamine administrated. An echocardiography and xray were performed and everything matched the original baseline. The closure device was still in place and no effusion was noted. The physician expects a full recovery based on the patient current status. The patient was already discharged. It was further reported that cardiac arrest occurred.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60310 batch # 0036973401. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include allergic reaction, hypotension (pulse, loss of) (resuscitation, medication required, and hospitalization or prolonged hospitalization), and arrhythmias (cardiac arrest). Risk review a risk review was completed and confirmed that the events of allergic reaction, hypotension (pulse, loss of), and arrhythmias (cardiac arrest) were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that patient experienced an allergic reaction. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted. During the procedure there were no issues noted. The procedure ended and protamine was administrated to the patient to reverse the heparin that had been administered. After the procedure the patient become hypotensive and pulseless electrical activity (pea) was noted on the monitor. Cardiopulmonary resuscitation and emergency drugs were administrated to the patient. The patient became stable enough to extubate and transfer to the recovery area. Upon further communication with the physician, it was noted that this particular incident was thought to be an anaphylaxis reaction to the protamine administrated. An echocardiography and xray were performed and everything matched the original baseline. The closure device was still in place and no effusion was noted. The physician expects a full recovery based on the patient current status. The patient was already discharged. It was further reported that cardiac arrest occurred.